Manufacturer narrative:
Currently, it unknown whether or not the device may have caused or contributed to the event as no product has been returned. We,therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer initially called to report an alarm on the insulin pump. The customer then mentioned that insulin leaked from the bottom of the reservoir. The customer stated he threw the reservoir away. Nothing further was reported.